Event description:
My dexcom g7 sensors have been more than 20 mg/dl off between the sensor reading and when I test my actual blood sugar via finger prick. Today performed a new sensor change, it was reading 41mg/dl and actual was 98mg/dl. Later today the sensor was reading 161mg/dl and actual was 105mg/dl. This sensor was supplied via dexcom patient assistance with rev 013 on the box of the past 3 sensors that I have been having problem with. These errors have led to alert insomnia, improper insulin supply rates via my insulin pump. This publicly traded company needs to be held responsible as us type 1 diabetics rely on this way overpriced equipment to survive day to day. Reference reports: mw5167936, mw5167937.